Event description:
It was reported that a gap was identified between a uv-flash solution transfer set and a twin bag. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The outside diameter of the uv spike was measured with the result being within specification. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted